Event description:
It was reported that there were no r-waves on a remote transmission. The right ventricular (rv) lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, 2009 (B)(6); addr01 implantable pulse generator, 2009 (B)(6). (B)(4).